Event description:
The customer reported that the bolus wizard feature was not calculating properly, causing the insulin pump to deliver more insulin than the customer programmed. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened dome switch on the up arrow button. Unable to verify the bolus wizard complaint to the keypad anomaly.